Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Customer did not provided a bg value. Customer reverted to manual injections for insulin therapy and declined to provide additional information.